Event description:
The clinician prepped a patient for endosseous implants, including drilling osteotomies, and was not aware that different placement instrutments, which the customer had not received, were needed for the implant model being placed. The customer closed the surgical sites, rescheduled the patient for the procedure, and subsequently placed and restored the implants.